Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated foreign material (fm) on the front and back surfaces of the header, bottom surface of the rv grommet and in the bottom of the right ventricular (rv) set screw socket. The returned device indicated a rv set screw with a rounded socket and damage to the socket head. The returned device indicated the rv set screw was found in the connector bore. The returned device indicated damage to the bottom surface of the rv grommet. The returned device indicated the rv setscrew block had fm and damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the device changeout, when the chronic right ventricular pace/sense lead was connected to the device, ventricular noise, oversensing and high and undefined impedance was seen. When testing through the analyzer, there were no issues. The measurements were taken several times with the same result. It was thought that the device may have a possible header issue. The device was not used and a new device was connected without any evidence of oversensing, noise or high impedance. No patient complications have been reported as a result of this event.